Manufacturer narrative:
The transmitter was returned in one piece. Visual inspection, boot up, and high level assembly functional test were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2021-30360. It was reported that the patient presented in emergency department (ed) with the implantable cardioverter defibrillator (ICD) in backup operation. It was found to have occurred due to event queue overflow from poor connection with the home transmitter. It was also reported that the patient was shocked by their home transmitter. The device was restored and the transmitter was replaced. Patient condition was stable.